Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window and drive cable were twisted, and both the sheath and drive cable were cut at the proximal section of the device.

Event description:
Reportable based on device analysis completed on 11 oct 2024. It was reported that visualization issues occurred. The 80% stenosed target lesion, measuring 38 mm in length and 2.5 mm in diameter, was located in the moderately tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the image was blurred. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted.